Event description:
It was reported that the patient is unable to connect the remote control or clinician programmer with the spinal cord stimulation (scs) implantable pulse generator (ipg). Troubleshooting was performed but the issue persisted. It was noted that the ipg is very superficial, therefore potentially there could be charging issues, however none were identified when charging was attempted. The physician does not feel that the ipg has migrated, and the patient did not experience any weight gain or weight loss. The patient underwent a revision procedure in which the ipg was replaced. The patient is recovering as expected.

Event description:
It was reported that the patient is unable to connect the remote control or clinician programmer with the spinal cord stimulation (scs) implantable pulse generator (ipg). The patients remote control displayed a message that stated the bluetooth connection failed. Troubleshooting was performed but the issue persisted. It was noted that the ipg is very superficial, therefore potentially there could be charging issues, however none were identified when charging was attempted. The physician does not feel that the ipg has migrated, and the patient did not experience any weight gain or weight loss. The patient underwent a revision procedure in which the ipg was replaced. The patient is recovering as expected.

Manufacturer narrative:
The reported allegation that the patient experienced issues with connecting to the ipg and received a bluetooth connection failed error message on the remote control (rc) was confirmed. Despite several attempts, the ipg would not charge, and communication was not possible with a known good rc and clinician programmer (cp. An internal electrical measurement showed that the output of the hall effect switch was stuck in a low state and did not change its output state when a magnet was applied. This malfunction prevented the device from completing its normal bootup process, causing it to enter a fail-safe mode within its boot loader, as intended by the design. In this state, the device is unable to stimulate or communicate, and its charging capability is limited. As a result, it cannot meet the minimum charge current required to fully charge its battery within the specified time. Therefore, the root cause of the reported event could not be determined, as this investigation is unable to determine a probable cause for the complaint and the conclusion is cause not established. Correction to initial MDR in block b5.